Event description:
It was reported that the pt experienced no stimulation sensation and that movement caused stimulation changes. There was no related accident or incident. Impedance levels were >10,000 ohms. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).